Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) found that the vacuum canister, muffler had broken off and was making a loud noise. Fse replaced safety disk drive (d202-00-0140) and muffler 1/8 npt (d103-00-0631). Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient involvement, the cardiosave intra-aortic balloon pump (iabp) was making a loud hissing noise. There was no patient harm reported.